Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported at the surgical table, outside the patient field at the preparation table, the surgeon inserted screws into a plate and damaged the screwdriver by using force to try to remove the screws. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A manufacturing evaluation was completed: the investigation has shown that the hexagonal tip of the screwdriver is twisted. Further investigation on documentation for manufacturing and material showed that the article has been produced in 2013 and print specification. No apparent fault of material or manufacturing could be detected. Afterwards and without further details it is unfortunately not possible to determine the exact cause of the tip damage. It is likely that an unforeseen high mechanical force caused a material fatigue which finally lead into the tip deformation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.